Event description:
Revision surgery - patient's knee was infected, surgeon had to swap out insert only.

Event description:
The home patient reported that one of the spikes was not in the bag all the way. The hp confirmed he was able to spike the bag all the way. The technical service representative assisted the hp to start the prime. The hp stated the machine was priming okay. On (B)(6) 2010 product surveillance spoke with the hp who stated he did not use an assistive device to spike his bags and has not had any further issues with his supplies or therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The report was not confirmed in the lab due to a lack of sample; however, based on the information obtained from baxter's investigation the cause of the alarm was that one of the supply bags was not fully spiked. The use error and proper user instructions are address in homechoice apd systems patient at-home guide. The guide instructs customers to check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.